Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was received and analyzed. There were no anomalies found.

Event description:
It was reported that attempted to place lead to the right ventricle from the left side access and it was unable to maneuver lead due to anatomy. The lead was not used and replacement with a new lead to patient side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.